Event description:
Pt with a 4 y.o. Medtronic dual chamber pacemaker which was originally transplanted in 1998. This pt came to the e.d. And was admitted following a syncopal episode. Pt was admitted to iccu and while on telemetry, experienced several episodes of failure of ventricular sensing. There were multiple attempts to re-program and understand the etiology, without apparent cause, either lead fx, or generator malfunction. To the o.r. For removal of previous medtronic pacemaker; replacement with medtronic kappa. Insertion of new guidan and bipolar ventricular lead.